Manufacturer narrative:
The insulin pump was received with a solid white blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. The pump was also received with the peeling keypad overlay and serial number label stained and faded. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that buttons of insulin pump was pilling out and keypad did not stick to the insulin pump body. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.